Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that the customer experienced high blood glucose level of 400 mg/dl. The customer had no symptoms and treated with manual injections. Caller stated that customer changed the site like four times and the tapping and cannula was okay. Caller declined to troubleshoot for high readings because was not with the customer. Caller was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. States has removed her off the pump and is treating with manual injections. The product is not expected to be returned for analysis.